Event description:
It was reported that right atrial (ra) lead exhibited under-sensing causing device classified false termination of episodes. It was further reported that the right ventricular (rv) lead experienced oversensing with an elevated sensing integrity counter (sic). The ra lead and rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.